Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon planned to use the liquid embolic system onyx to treat arteriovenous malformation. The 8f guiding and 6f navien established access. After the mirage guidewire led the apollo to the c3-c4 segment of the internal carotid artery, it was found that the microcatheter no longer moved up. The guidewire continued to move forward, but the microcatheter no longer moved up. When the surgeon withdrew the microcatheter, the microcatheter mark did not move. The surgeon immediately removed it together with the 6f navien, and then flushed it with a syringe and found that the tip end had been detached. So the marathon was replaced to complete the subsequent surgery. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for arteriovenous malformation (avm) treatment. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 7-8 mm. Ancillary devices include a 8f puncture sheath, 8f guiding guide catheter, mirage guidewire, onyx liquid embolic, 6f115navien.

Manufacturer narrative:
H3: product analysis # (B)(4). Equipment used: vis (m-81805). Drawing(s) referenced: (B)(4). As found condition: the apollo catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an opened apollo inner pouch (b607181). Damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. Testing/analysis: the apollo catheter was flushed; water exited the distal tip. The ldpe overlap was measured to be 1.5mm, which is within specification (1.0-2.5mm). Conclusion: based on the device analysis and the information provided, the customer's report of ¿catheter resistance¿ could not be confirmed. However, the customer¿s ¿tip premature detachment¿ report was confirmed. Possible causes of ¿catheter resistance¿ include incompatible devices, patient vessel tortuosity, catheter damage, guidewire damage, insufficient catheter flushing, or insufficient guidewire hydration. Regarding the apollo catheter distal tip detachment, detachment can occur due to patient vessel tortuosity, incompatible products, advancing the guidewire against resistance, or ldpe overlap not within specification. The guidewire used in the event was not returned. In addition, the detached tip was returned. Therefore, an analysis could not be performed, and contributing factors could not be assessed. The cause of the reported resistance could not be determined. It is likely that the advancement of the guidewire against resistance contributed to the tip detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the resistance was probably caused by vascular tortuosity, and the cause of detachment was unknown. The tip detachment occured during navigation through the intermediate catheter. There was resistance when the apollo was being advanced. There was no resistance to retrieving, but it was difficult to remove the fallen tip end.the apollo tip was not embedded in the onyx cast. The catheter tip has been retrieved, the apollo tip was detached from the detachment zone in advance. The tip of the microcatheter had fallen off.